Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was still experiencing the implant turning off when it was supposed to be on. The patient had kept a mental log and on (B)(6) and (B)(6) they woke up and stimulation was off when it was supposed to be on so they started a recharge session. It was noted that this occurred two other times between (B)(6) and (B)(6). An impedance check was done and the file was going to be sent in to reconcile.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient's issues persist, ins turning off and on its own. Rep stated on 8/31 the patient had the ins turn off on its own again. The patient looked at the patient programmer and the ins showed off and the ins was at 25%. Rep stated the patient felt a return of pain and that was how she knew it was off. Rep stated the patient ran ins where she only felt paresthesia when she was lying flat. Patient kept a log since august so rep will pull file today and send over the file and the patient's log of when the issues occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient was to follow-up with the manufacturing representative (rep). The rep and patient reported that the patient will confirm their stimulation on before they go to bed, but when they wake up they confirm their stimulation is turned off and their pain will return. The patient states that they are not laying on a magnet bed. They indicated that they charge the implant once a week. It was noted that the patient charged on sunday prior to the report, and on tuesday morning the stimulation was turned off. The patient added that they did not use their programmer or recharger before going to bed. The rep stated that their clinician programmer showed that on (B)(6) 2018, the patient had charged to 100%. Upon interrogation on the day of the report, the clinician programmer showed a message that the patient needs to charge soon. The rep indicated that the ins voltage was at 3.795v, and impedances were within 3000-6500 ohms. The rep stated that the patient will do a diary log to capture the beginning ins voltage with their recharger when they feel stimulation is off. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The data file was reviewed and found that the patient had switched groups on (B)(6) to group 1, on (B)(6) they switched to group 2 then on (B)(6) they changed back to group 1. The file also showed the patient turned stimulation off (B)(6) and turned it back on (B)(6). It was noted that these dates did not align with the mental account of activities the patient gave and that they should keep a written record to compare against a future data file.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient diary and data file were reviewed and it was confirmed with the rep the stimulation turned off on jan-05 due to ins discharge. It was suspected that the stimulation turned off on nov-19 due to ins discharge as well but this could not be confirmed with the recharging specs. The rep was directed to encourage patient to check the ins status after recharging from a 0% or close to 0% charge to make sure the ins is on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's therapy is turning off by itself. The caller stated that it has been happening for a while and they have been keeping track and paying close attention when it does happen. The caller stated that it is not just the feeling of stimulation stops, they are getting the programmer and seeing that the lightning bolt is not there. The caller stated that the ins battery is not depleted/discharged either. The caller stated that hey charge every week. The caller stated that they will charge the ins, and turn stimulation on, go about their business, and then the pain returns and they check and the lightning bolt is off. The caller stated that when this happens they turn stimulation back on. The patient was forwarded to their healthcare provider (hcp) to have the device checked. The issue began about 6 months ago. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had their 5th time that the implant turned off on her on (B)(6) 2018. The patient was told that when this happens they should use the recharger to charge the device. The recharger stated it was ¾ full and the patient did not charge to full on that day. The rep took the data file to be reviewed. The patient provided a written log of their charging habits. The log indicated that they found the implant off on (B)(6) and then charged to full. On (B)(6) it was off and they charged from 0% to ½ as it overheated and they finished charging to full the next day. On (B)(6) they were hurting but the device was not turned off though they charged anyway. On 7-oct they charged from 0% to overheated. All other dates in the written log indicated that the patient was charging to full during the course of one or two recharging sessions.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances of stimulation turning off included sleeping, sitting and walking. The patient was watching the charging so the battery program could be checked. The stimulation turning off on its own had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that the patient¿s therapy turned off by itself. They stated that the patient felt the stimulation turn off last night on (B)(6) 2019. The rep noted that this also happened on (B)(6). They mentioned that they captured the recharger hidden stats and created mdt data file. No further complications were reported or anticipated.